Event description:
The physician was attempting to use a 2.50mm diameter x 24mm length endeavor resolute (rx) drug eluting stent to treat a patient with excessive vessel tortuosity and severe calcification. It was reported that the device failed to cross the lesion and upon removal it was noted that the device stent struts were deformed. No patient injury occurred and no clinical sequelae were reported. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device ( excessive vessel tortuosity and severe calcification). Inherent risk of procedure (stent deformed). Conclusion results: known inherent risk of a procedure (stent deformed). Device failure related to patient condition (excessive vessel tortuosity and severe calcification). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Deformation problem.

Event description:
Evaluation summary: the hypotube was kinked approx. 51.5cm and 65cm distal to the end of the strain relief. The distal tip was flared. The stent was positioned correctly on the balloon between the inner shaft markers. Multiple struts from the 10th and 11th proximal stent segments were deformed, raised and pulled distally. The balloon had not been inflated.